Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most likely cause was a contaminated water supply provided to the facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the city notified the customer of a water condition warning for mycrocystin algae contamination, non potable. This issue would apply to the customer's rinse water in use with the endoscope reprocessor. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.